Event description:
It was reported during debridement prior to skin graft utilizing versajet, there was abnormal misting and spitting with the handpiece and it was unable to debride the treatment site.